Event description:
It was reported that the patient presented in clinic. The right atrial (ra) lead was noted to have previously unknown issues. The physician opted to cap and replace the ra lead on (B)(6) 2021. The patient was in stable condition.